Event description:
User facility reported the radiologist rotated the c-arm into the horizontal arm. The horizontal arm jammed the c-arm and caused an error in the siemens system. The error was reset and the c-arm was still locked/jammed against the horizontal arm. The radiologist manually pulled the lead shield and arm, and the overhead counterpoise system flange broke causing the entire arm assembly to slowly drop. The radiologist and technicians were able to catch the system and menuever it to the floor away from the pt. No injurry occurred.